Manufacturer narrative:
Date of event: corrected data: (B)(6) 2007.

Event description:
The patient went to surgery on (B)(6) 2012. Prior to surgery they had high lead impedance. No x-rays had been provided to the manufacturer for review. The patient underwent surgical revision to check the connection between the lead and the generator. Upon review, it was found that the lead pin was not fully inserted into the pulse generator connector block and that the lead's insulation appeared to have been abraded. A new generator was implanted as a prophylactic replacement and the explanted one was disposed of by the implanted facility. System diagnostics were run upon connection of the new generator with the indwelling lead, obtaining diagnostics within normal ranges.

Event description:
It was reported by a company representative that high impedance was received at a follow-up appointment, upon system diagnostics. No patient manipulation or trauma is suspected and patient was referred for x-rays along with the recommendation to program the device off. Moreover, an increase in seizures (below pre-vns baseline), and loss in weight was also reported along with the high impedance. No contributory programming or medication changes preceded the onset of the events. Additional information from the area representative indicated the x-rays were taken and will be provided to the manufacturer for review. At the moment, revision surgery is likely and good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacture date (mo/day/yr) corrected data. To generatord.suspect medical device corrected data : updated to generator. Visualized in the surgery.event confimed during the patient surgery.